Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. The initial reporter did state that there was no indication that the pump was over infusing. They stated that it appeared that the patient was not completing scheduled infusions. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was "infusing too fast". They also stated that they reviewed the pump history and that it appears that the patient is not starting their infusions as instructed. They stated that this resulted in the patient going to the hospital. They were unclear if the patient was admitted or not. They did state that the patient was released and was reporting no harm. Mmdg did follow up with the initial reporter multiple times. They stated that the patient had not been harmed. (B)(4).